Manufacturer narrative:
A product investigation was performed. The 90 degree front hook is broken in half at the bending area. The broken off portion is available for investigation. The plate as well as the broken off portion show marks and nicks in various areas caused from unknown instruments during pre-bending. The length and height of the broken off hook portion were measured and meet fully to the specification per relevant technical drawings. The examination of the (B)(4)-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard of ti-cp per iso (B)(4). The devices met the specifications at the time of manufacturing and distributing. We are not aware of any quality issues associated with this article- and lot number. The plate shows marks and nicks in various areas of the plate caused from unknown instruments during pre-bending. The manner of damage points to the fact that the hook was bent to much downwards from the existing 90 degree angle to approximately 135 degree. Please take a note of point 3 in the relevant technique guide ¿correct handling of the implant is extremely important. If the shape of the implant must be altered, the device should not be bent sharply, bent backwards, notched, or scratched. Such manipulations, in addition to all other improper handling or use, can produce surface defects and/or concentrate stress in the core of the implant. This in turn may eventually cause the product to fail.¿ no product fault could be detected. This complaint was determined to be caused during a mechanical overloading situation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to intra-operative issues, the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: may 16, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 the clavicle hook plate broke. They changed the plate and used another one to complete the procedure with no surgical delay reported. No information available about patient condition and outcome. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.